Event description:
As reported by the equinoxe shoulder study, approximately ten years post initial left tsa, the 73 y/o male patient experienced aseptic glenoid loosening. The patient complaining of increasing shoulder pain especially with overhead activities. Aseptic glenoid component loosening. Patient is scheduled a computed tomography (CT) and the event still ongoing. Per clinical report, the reported event is possibly related to the device and unlikely related to procedure.

Manufacturer narrative:
Pending investigation. D10: equinoxe, humeral stem primary, press fit 15mm (cat #: 300-01-15/serial #: (B)(6). Equinoxe replicator plate 4.5mm o/s (cat #: 300-10-45/serial #: (B)(6). Equinox square torque define screw drive kit (cat #: 300-20-02/serial #: (B)(6). Equinoxe, humeral head expanded, 50mm (beta) (cat #: 310-03-50/serial #: (B)(6). Equinoxe reverse shoulder drill kit (cat #: 321-20-00/serial #: (B)(6).

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.